Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). She felt nauseous and had flu like symptoms. The patient called for an ambulance and also the fire department was there as well and took her bg (blood glucose) level and it was at 31.1 mmol/l (560 mg/dl). She was taken to the hospital via ambulance and at 11:30 pm she was transferred from the emergency room to intensive care unit. The pod was deactivated and it was noticed the cannula was bent. The pod was worn longer than 48 hours on the back. At the hospital she was placed on an intravenous therapy of insulin, dextrose, potassium and antibiotic for her fever. She was given a total of 7 different medications but does not remember all of their names. Her blood pressure went so low that they had to provide treatment to increase her blood pressure. At hospital the doctor was worried that she might have a heart attack due to her low blood pressure. She was released from the hospital on (B)(6) 2018. The pod was discarded at the hospital.